Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
During insertion of PICC line in a (B)(6) female pt, the guidewire broke off (approx 6cm) in pt's pulmonary artery. An add'l interventional radiology procedure retrieved wire. The pt did not experience any adverse effects due to this occurrence.